Manufacturer narrative:
Additional information was requested, but has not been received at this time. Further investigation was not possible due to missing information. A product problem was not identified.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for three patients tested on a cobas integra 400 plus compared to an unknown inter-laboratory method. Patient 1 had an initial result of 6.1%. The result from the unknown laboratory method was 5.3%. Patient 2 had an initial result of 6.1%. The result from the unknown laboratory method was 5.3%. Patient 3 had an initial result of 13.9%. The result from the unknown laboratory method was 12.1%. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were asked but not provided.